Event description:
It was reported that the patient got up to use the bathroom after a new pump implant and almost fell because she became dizzy. The physician noted the event due to the potential of the patient getting a bolus after priming. This device system delivered bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).